Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a pt. The customer reported there was no pt harm. The unit failed extended self testing after it was removed from use. The MFR's service technician was able to duplicate the reported problem. The service technician performed extended self testing which failed due to the exhalation filter pressure testing out of range at 41.92cmh2o, indicating an occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the customer's occluded expiratory filter. Extended self testing (est) was performed and tests passed to operating specifications. User maintenance contributed to this event. Filter replacement must be performed per MFR recommendations and specified intervals.

Manufacturer narrative:
Na